Event description:
Patient was revised to address osteolysis, poly wear, and disassociation of the liner from the cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address osteolysis, poly wear, and disassociation of the liner from the cup. Doi (B)(6) 2010 - dor (B)(6) 2012 (left hip). Update 02/12/2013 - medical records and x-rays were received. Medical records indicate the femoral component was grossly loose. The stem was added to complaint. The medical records indicated a right hip with a duraloc cup and locking ring being removed, however the sales rep reported hip as a left hip . Invoice and sales rep reported different part/lot for the cup. No update was processed on the cup. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records, including x-rays were obtained and have been reviewed. It cannot be determined, with the information provided, that the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.